Event description:
It was reported that the customer went to the emergency room and was subsequently hospitalized in the intensive care unit with a blood glucose (bg) level of 435 mg/dl and ketones. Cause of elevated bg was unknown. Reportedly the customer was treated with saline. The customer was released (B)(6) 2026 with the issue resolved and no permanent damage.